Event description:
It was reported that during an unsuccessful attempt to place a stent, during a ptca/stent procedure, and upon removal of the stent delivery system (sds), resistance was encountered. The guide wire and the sds were removed together as a unit. Prior to the removal of the devices, the tip of the guide wire separated in the branch of the distal ramus, which was observed under fluoroscopy. An attempt to snare the guide wire was unsuccessful and the guide wire tip remains in the pt. Reportedly, the pt is doing fine.